Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history review: part number: 03.010.072-us. Lot number: 4201p10. Manufacturing site: haegendorf. Release to warehouse date: 22-mar-2023. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the malfunction were identified. (B)(4) was created in 2015 for the affected article as the spring components free length was 6.35mm as per the drawing specification but it was produced with 4.4mm. This is not related to the tip broken and bent complaint. A non-product non-conformance (B)(4) was opened for the finished device lot number; however, this nc is related to document reference have not been updated in the DHR but not related to the issue in the pi. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025 the depth gauge tip was broken/bent. It was discovered during inspection. There was no patient involvement.